Event description:
Four cases where the siemens servo 300 ventilator gas modules have overheated and emitted smoke. Both air and oxygen modules have failed in this manner. In two of these cases the power supply board had components overheat as well. Similar failures were due to hot-swapping the gas modules. Co's experience is different because failures occurred during normal use. Hot-swapping of modules has not been involved. Also have had two power supply boards fail when the gas modules failed. The failure of the power supply has not been previously reported. The following tests were performed: MFR eval of the defective parts from ventilator ser 5962 in 2003. L1 overheated. This test results letter was the first indication received from any source that a redesigned module was available. The redesigned module have been available since 2002; MFR eval of the defective parts from ventilator ser 1562 in 2001. C4 overheated in the oxygen module. C4 can lead to damage of d2, t2 and l1; a visual inspection of air module and power supply board for ventilator ser 1562 in 2000. T16 on the power-supply overheated. L1 on the air module was also overheated.